Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge chemistries (cc) probe leak from the collar wash on synchron lx 20 clinical systems. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found the cc sample probe leaking wash solution and replaced the collar wash.